Event description:
The manufacturer representative reported the sudden onset of shocking. The rep reported attempting to use the stimulation 2 days ago and the patient was getting a jolting sensation. He was eventually able to turn the stimulation off with the patient programmer (pp). The patient had not been using stimulation in the past month because he was on a medication that was working and he did not need the stimulation. Two days ago he turned stimulation on and at today's visit, the stimulation was posted on p1 at 3.1v and p2 at 6.1 v. P1 initial --++ 3.1 450 45rate, then changed to 1.5 450 45 to +-+ p2 initial 6.1v 450 45 4-5-6+, then changed to 4v 450 45 rate 7-6+. The patient had been turning stimulation up a bit by bit. He generally turned stimulation to 0 before turning off. There were no trauma/falls reported that could be related to this issue. The issue was not related to positional movement. The representative took impedances at 1.5v and 3.5v. Both results showed repeating values, but within normal ranges. After reprogramming session, the patient¿s stimulation coverage was comfortable. There was no por noted, or any strange screens noted on the clinician programmer. The cause of the shocking was not determined. The healthcare professional had surgical consult with patient on (B)(6) and scheduled surgery for (B)(6) to replace the implantable neurostimulator (ins) to resolve the issue. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.